Event description:
The customer reported the system failed to save a patient exam. This is a data loss situation. There is no report of a patient and/or customer serious injury or death associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Two circuit boards were reseated. The system was then found to be operating as intended.